Event description:
The patient was brought to the operating room where a mitral valve replacement using a 27 mm mosaic procine valve. Complete maze procedure with radiofrequency ablation and cryoenergy, ligation of the left atrial appendage using an atricure atriclip device and placement of an intra-aortic balloon pump via the left common femoral artery were performed. A transesophageal echocardiography intraoperatively demonstrated significant central mitral regurgitation through newly implanted bioprosthetic valve. Patient was placed back on cardiopulmonary bypass and the valve was explanted, and a new valve was implanted. During immediate post-op recovery days patient had adequate hemodynamics on mechanical and pharmacological hemodynamic support and was weaned of ventilator and was extubed, weaned off intra-aortic balloon pump and chest tubes. However, perioperative course was complicated by complete heart block requiring dual-chamber epicardial pacing. Additionally patient failed to thrive. Patient made decision to decline CPR, intubation or defibrillation. Patient's condition deteriorated and on post-op day 8 patient developed progressive hypotension and agonal breathing, based on patient's wished no attempt was made to support her bp or reintubation. Patient was allowed to expire.